Manufacturer narrative:
This report is submitted on april 20, 2023

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (non-device related). There are no plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. The correct patient's date of birth is (B)(6) 2017, not (B)(6) 2007 as previously reported. This report is submitted on june 07, 2023.